Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve not shifting. Additional malfunctions were saturated sieve beds, a clogged muffler, leaking at the tie wraps, and leaking at the hose clamps.